Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor not powering on properly) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a damaged response button cable. Additionally, corrosion was observed on multiple components on the computer analog and defibrillator pcas. The root cause for the damaged switch was excessive force. The root cause of the corrosion was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge batteries/charger won't power on) has been confirmed. Upon investigation the battery charger/modem was resetting and was unable to recharge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective monitor or charger/modem.

Event description:
A us distributor reported that a patient's monitor was unable to power on properly and charger/modem was unable to charge a battery pack.